Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The customer contact reported that the clave secondary port on the cassette of this tubing set was pushed too far into the cassette and seemed to not be bonded at the cassette. It was reported that an unspecified volume of solution leaked at the secondary port of the cassette. No specific details were provided. No information was provided if the event occurred prior to or during patient use. There were no reported any adverse patient effects or delay of critical therapy to any patient. No medical intervention were reported. No additional information was provided.